Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a review of a remote transmission, oversensing of potential noise or artifact was observed on a stored episode. The device remains in use. No patient complications have been reported as a result of this event.